Event description:
It was reported that an ilet bionic pancreas pump became inoperable after the battery fully depleted, presenting a black screen and failing to charge despite attempts with the provided and alternative wireless chargers, which aligns with a device power and charging malfunction involving the power supply and charging components. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included the user transitioning to long-acting insulin and use of cgm via app or receiver, as well as shipment of a replacement device with instructions for data sync and device return. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.